Manufacturer narrative:
The investigation is ongoing.

Event description:
After successful implant of a 23 mm sapien 3 valve in the aortic position, what appeared to be a faint red line of blood in the atrion was observed. After the devices were removed from the patient, the delivery system was flushed and the balloon was filled with saline. Upon full inflation, there was a small stream/leak that could be seen coming from a ¿pin prick hole¿ in the balloon. There was no consequence to the patient. The patient has a stent in the rca that stuck out into the sinuses, but it was not clear if that could have caused a pin prick in the balloon. There was no resistance felt while advancing or removing the devices. Per the 3mension report, the patient¿s native annulus measured 508.6 mm2.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was received. Section as corrected. Bav was not performed. The device was not returned to edwards lifesciences for evaluation. Therefore, visual, functional, or dimensional analysis could not be performed. It was reported that the patient has a stent in the right coronary artery (rca) that stuck out into the sinuses. Depending on the location of the stent, it is possible that the balloon was caught and punctured by the stent frame. However, this is unlikely since it was stated that no resistance was felt when advancing the system. It is more probable that the balloon was punctured by a piece of calcification when crossing the native valve, since no bav was performed. Although a definite root cause was unable to be determined, available information suggests that patient factors may have contributed to the complaint event. During manufacturing, all inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. Balloons are inspected for working length, balloon diameter, proximal and distal leg ID, proximal leg od, and double wall thickness. Balloons are inspected for mechanical damage and deformation. During the crimp balloon molding process, 100% balloon dimensional inspection is performed for balloon distal ID, proximal ID, and wall thickness. Balloons are inspected for defects. The crimp balloon to inflation balloon laser bond laser weld joint is inspected. During the balloon pleat, fold, and forming process, the balloon size commingling and visual inspection is performed. During final inspection, distal to proximal visual inspection is performed. The flex catheter and balloon catheter are leak tested. During functional product verification (pv) testing, visual inspection, bond inspections, and device de-airing is performed. Inflation balloon/crimp balloon tensile is tested. The device lot would only have been released if all sample units passed pv testing. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time the complaint for delivery system balloon leakage was unable to be confirmed. Since applicable devices were not returned, it cannot be determined if a manufacturing non-conformance contributed to the complaint event. However, a review of complaint history and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint. Available information suggests that patient factors (native valve calcification), contributed to the reported event. Review of complaint history revealed that the occurrence rate did not exceed the control limit for the applicable trend category. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, no corrective and preventative action is required at this time.